Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that sensor lasted less than a day in the body. She states that the sensor was inserted on the abdomen while sitting. She states her husband got two cal errors in a row then a change sensor. They had removed the sensor but did not observe the electrode. Product is expected to return.

Manufacturer narrative:
Inspected 1 opened/used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.